Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00026.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully deployed several coils into the target vessel using the handle and a lantern delivery microcatheter (lantern). The physician then reported difficulty detaching another ruby coil using the handle. The ruby coil was therefore removed. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.